Event description:
Information was received from the patient regarding an implantable neurostimulator (ins). The reason for the call was the patient stated that they had their implant replaced and was supposed to be an upgrade but this implant was much worse. Patient stated that their new implant takes at least to 2 hrs to charge at minimum and their old device was much easier. Patient was not pleased with the duration and charging frequency stating that sometimes their daily routine would not allow them to sit and recharge for more than 2 hours. Patient asked if other patients has complaints on the same issue. Patient had to charged their external devices too often just to continue using the implant. Patient stated that they do not use the handset and the other applications on there. Patient made a comment that the new implant is inferior to the old implant. Patient said that the new one was a pain in the neck. Patient said that they are willing to get a new surgery just to get their old implant back. Patient expressed dissatisfaction to the overall design of the new implant they had. Agent advised to contact hcp to provided further details regarding options. Agent reviewed recharging best practices and encouraged patient to use recharger app to monitor recharging. Of note, patient was recharging with excellent quality during the call. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown, serial# unknown, product type unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.